Manufacturer narrative:
Continued: e.1. Zip code: (B)(6) phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular silicone leakage" and "sweating of silicone from both prostheses" discovered during surgery. This record is for the right side. The device was explanted. It is unknown if the device will be returned.